Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had their pump in their pocket while playing and the touch screen became cracked and non-functional for the delivery of bolus insulin. Customer's blood glucose was between 180-190 mg/dl. Reportedly, customer reverted to manual injections for bolus delivery and continued to use pump for the delivery of basal insulin.